Event description:
A distributor reported to baxter greece that a system error (se) 2240 occured on the homechoice during use during therapy. This patient is in pd therapy since (B)(6) 2010 and he reported that he has no sample available as he has discarded everything. The patient also mentioned that he is experiencing such errors for the last week without any further details available, causing discomfort as he cannot end the therapy.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.